Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument and confirmed leaking/overflowing from the eic (electrolyte injection cup). The fse found the ise (ion selective electrode) waste collector tubing was loose and reseated the tubing to resolve the leak issue. The beckman coulter internal identifier for this event is (B)(4).

Event description:
The customer reported a leak/overflow from the eic (electrolyte injection cup) on their unicel dxc 800 pro synchron system. The customer stated the leak was contained to the instrument but was unable to determine the volume. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated.